Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h5, h6, h10, h11 the device was not returned to the regional investigation center. The investigation was performed based on the provided information by the remote troubleshooting by the technical assistance center (tac). Olympus was not able to confirm the customer failure. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event and was provided the part number of the lamp. The device will not be returned to olympus for evaluation.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lamp on the subject device was broken and required replacement. There were no reports of patient harm associated with this event.